Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. When the used procedure pack was returned we observed that a infusion cannula assembly was returned. The customer should be reminded the warning section in the directions for use states use of disposable other than those of may affect system performance. It also states mismatch of consumable components and/or use of settings not specially adjusted for a particular combination of consumable components may create potentially hazardous fluidics imbalance. The sample was tested with the silicone tubing connected to the consumable system (cassette/manifolds) on a calibrated console. The sample failed to prime generating system message code, noisy calibration flow readings, indicating the silicone tubing was contributing to a fluidics imbalance. The tubing was removed from the infusion manifold and retested. The consumable device could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. After analysis of the device, the root cause of the customer's complaint was confirmed to be the use of a product that did not originate from the consumable procedure pack. Directions-for-use (dfu) instructions stipulates mismatch of consumable components and/or use of settings not specially adjusted for a particular combination of consumable components may create potentially hazardous fluidics imbalance. The customer used a component not included with this surgical pack. Action will not be taken for this occurrence as the customer did not follow the dfu instructions and used silicone tubing that resulted in the reported event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the air was mixed in from an auto stop cock line during vitrectomy and cataract combination surgery. The surgery was completed after replacing auto stop cock line with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).